Manufacturer narrative:
The complaint has been confirmed as rust was found on the instrument and the trays inside the case. A copper sulfate test was performed and it was determined that the hospital used the correct sterilization technique. Review of complaint history found no additional related issues for these items. Review of device history records found these units were released to distribution with no deviations or anomalies. With the given investigation, it was determined that the devices and case left zimmer biomet conforming to print specifications. Therefore a root cause cannot be determined at this time. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Under storage and shelf life, "instrument cases that have been processed and wrapped to maintain sterility should be stored in a manner to avoid extremes in temperature and moisture."

Event description:
It was reported that a tray of instruments was found to have rust after being sterilized. It is unknown if the rusted instruments were used during a procedure. No additional patient consequences were reported. Attempts have been made and no further information has been provided.